Event description:
It was reported that the patient's vns system experienced a high impedance, and the patient was referred for lead revision surgery. X-ray images were requested for review, but they have not been performed. The impedance from the patient's previous generator replacement on (B)(6) 2015 showed a lead impedance within normal limits. No surgical interventions have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns system was fully replaced on (B)(6) 2016 due to the presumed lead discontinuity. No lead fracture could be visualized in surgery, and troubleshooting was performed that could not resolve the high impedance without a lead replacement. Lead impedance following the surgery was within normal limits. The explanted products have not been returned to the manufacturer to date. No additional pertinent information has been received to date.